Event description:
A malfunction alarm was reported, with a malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.